Manufacturer narrative:
(B)(4). On (B)(6) 2011, nurse from the facility called product surveillance and stated that the patient had died on (B)(6) 2011 . The patient was on therapy until (B)(6) 2011. The patient was hospitalized (B)(6) 2011. The nurse was not able to provide any further details. The death date of (B)(6) 2011 ( as documented earlier ) is incorrect.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation, therefore a device history review will not be performed. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). The assignable cause for the reported incident of patient symptom (home patient passed away) was undetermined. A review of the logs revealed no failure, malfunction, or increased intra-peritoneal volume events that could have caused or contributed to the reported difficulties. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
On (B)(6) 2011, baxter's product surveillance received information related to patient death from aers report. Global pharmacovigilance (gpv) received initial information on (B)(6) 2011: this is a spontaneous report by a consumer from the USA of death in a (B)(6) male coincident with dianeal pd2 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (doses and frequencies not reported) and extraneal viaflex lot number (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On (B)(6) 2010, the patient died. The cause of death was unknown. It was not reported if treatment was provided prior to the fatal event and if an autopsy was performed. Dianeal therapy was ongoing until the date of death. Medical history and concomitant medications were not reported. Concomitant medications were not reported. A causality statement was not provided. No further information was available.